Manufacturer narrative:
The device was not returned for evaluation. The report of fibrin in the blood pump's tubing could not be confirmed nor correlated to a device related issue. A review of the device history records could not be performed as the identifying lot number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The lot number of the device was not reported; therefore, the expiration date, manufacture date and unique device identifier are not available. Approximate age of device - 1 day. The device is not returning for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was placed on an extracorporeal circulatory support device the night of (B)(6) 2016. The physician reportedly noticed fibrin formation on the 1/4 inch tubing of the pump circuit. The patient was not on any anticoagulation medication at that time. A heparin infusion, persantine and aspirin were initiated. After approximately 6 hours, the fibrin formation was gone. The physician reported that there was never anything close to thrombus or a clot, just the fibrin strands that come and go until the pump speed could get to 3000rpm and aspirin could be started. The pump was reported to be working great. The patient was extubated, awake, vocalizing, alert and stable. The patient was transplanted on (B)(6) 2016. The vad coordinator reported that they did have to insert a 12 inch length of thicker-walled, 1/4 inch tubing in the pump circuit at the area of the flow probe. They did not have the required thicker durometer circuit available at the time. The fibrin strands developed at the site of those connections.